Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review, and similar incident query were not performed because the part/lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to difficulty advancing/removing a catheter or ivus over the guide wire include, but are not limited to, inner diameter of the catheter/ivus, outer diameter of the guide wire, device support, buildup of procedural contaminants, user technique, and/or damage to the catheter/ivus or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty during advancement/removal. There is no indication of a product quality issue with respect to manufacture, design, or labeling.d9: device available for evaluation updated from ni to no.

Manufacturer narrative:
D4: the UDI is unknown due to the part lot number was not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional whisper guide wires referenced in b5 are filed under separate medwatch report numbers. Na.

Event description:
It was reported that the procedure was to treat an unspecified lesion. When the whisper guide wire was used, it became stuck with the balloons and ultrasound catheter, preventing advancement of the devices. This occurred with 5 other whisper guide wires. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.